Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the soft cannula has broken off from the infusion set and remains inside of the customer's body. Caller reported the pump fell down and tore the infusion set off and the soft cannula broke; discarded the infusion set and continued pump therapy. Caller stated the area is getting red and began to itch and become irritated; doctor to remove it today. Caller reported the nurse could feel the cannula under the skin. Requested return of the alleged device for evaluation.